Manufacturer narrative:
(B)(4) - a batch review was performed for potentially associated lots gd878843 and gd877282 with no defects noted. Root cause of the peritonitis is use error- poor aseptic technique. Current labeling provides ample instructions related to the prevention of user error - poor aseptic technique. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the third of four reports associated with this event.

Event description:
On a follow up call regarding a related issue from the home patient (hp), the peritoneal dialysis nurse (pdrn) told baxter that the hp had been treated and hospitalized for comorbidities unrelated to pd therapy from (B)(6) 2010. During this time the hp was diagnosed with peritonitis. Treatment included vancomycin 250mg intraperitoneally (ip) for 12 days. On (B)(6) 2010, the hp was readmitted to the hospital for a leg infection and subsequent amputation, but then developed sepsis due to the leg infection. It was unknown if the hp recovered from the peritonitis. On 21mar2011, baxter again contacted the pdrn who gave the cause of death as cardiac arrest. The hp, on the day of his death, experienced heart palpitation with shortness of breath and later, died. The pdrn also gave a causality statement for the peritonitis. She stated that just prior to the onset of peritonitis, the wife of the hp was having difficulty disconnecting the pd catheter from the transfer set, and cut the transfer set with scissors.